Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was not returned to the manufacturer and hence no evaluation was performed."

Event description:
On (B)(6) 2013, at the (B)(6) diagnostic & medicare center in (B)(6), it was reported that the hcu 30 base unit 200-240v serial number (B)(4) displayed error 1004.